Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: failure to cross with a graftmaster, requiring a second device. Device issue: failure to cross. It was reported that a non abbott device was used, and caused a perforation. Three graftmaster stents were used to treat the perforation; however, the devices could not cross the ostium. Each time, upon retraction, the stents could not be pulled back into the guiding catheter; therefore, they were removed as a unit with the guiding catheter. Once all devices were removed from the body, the hub was cut by the site, in order to remove the device from the front of the guiding catheter, as the stent was catching and not able to be pulled through the guiding catheter. A 3.5 x 19 and a 4.0 x 26 graftmaster crossed with a buddy wire and the perforation was sealed. No additional event or patient information is available.

Manufacturer narrative:
The other two graftmaster stents are being filed under other MFR numbers.